Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections, no cable issue detected. Manual articulation of inputs pass. No cable issues were detected. Additional unrelated observation(s) not reported by site: the instrument was found to have one blade(s) bent at the tip. Bend point is located approximately 2.5 mm from the tip of the blade. The blades are not able to fully close as a result of the bending. Adjacent to this bent blade were found multiple mechanical indentation.

Event description:
Refer to h11 for follow-up information.